Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead was over-sensing noise and exhibited low amplitudes under-sensing. The patient had no adverse consequences.